Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2022 with blood glucose of 23 mg/dl. The customer's current blood glucose is 128 mg/dl. The customer did not experience any symptoms such as a result of low blood glucose. The customer was treated by surgical intervention. Troubleshooting was done for low blood glucose. Auto mode feature was not active at the time of incident. Customer had been using insulin pump system within 48 hours of reported low blood glucose level. No further complications were reported. The customer will continue to use the device.